Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient reported the following discrepancy: cgm was reading at 54 mg/dl and the blood glucose meter was reading at 349 mg/dl. The patient also reported insertion of the device in arm. The device is not indicated for insertion in arm. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.